Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to a dislodgement. The rv lead was found in the atrium. The lead was oversensing with noise. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.